Manufacturer narrative:
Eval summary: the production and quality control documentation for lot number s1006, expiry date 05/2013 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.

Event description:
Major inflammation of the knee [arthritis]. Drain/wash out both knees [joint effusion]. Case description: spontaneous report received on (B)(6) 2010 and (B)(6) 2010 from an orthopedist via a company representative regarding a (B)(6) female pt, (B)(6). The pt was administered synvisc-one in both knees on (B)(6) 2010. The pt experienced major inflammation of the knees. The pt was admitted to the hospital on an unk date in (B)(6) 2010 to drain 30 cc (cubic centimeters) from both knees and wash them. The physician was awaiting culture results. The pt was discharged on an unk date in (B)(6) 2010. The physician was "quite sure that the [synvisc-one] batch must have been bad". At the time of this report, the outcome of the reported events and treatment were unk. Synvisc-one lot number was s1006, expiration date may-2013. No further info was provided. The qa (quality assurance) investigation results were received on (B)(6) 2010. The production and quality control documentation for lot number s1006, expiry date 05/2013 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. (B)(4). Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.